Event description:
The customer reported that the system displayed a generator error message and needed to be rebooted. No pt injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep performed a gib upgrade and flashed the nodes. He loaded the software. The system operates as intended.